Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the teflon pad of the harmonic insert was missing. This could have been caused by damage to the teflon pad. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings - avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci esophagectomy procedure, the little plastic inside the jaw melted on a harmonic ace curved shears insert accessory. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.